Event description:
It was reported that noise was found on the right ventricular lead. The lead was reported as possibly damaged and malfunctioning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was observed on the outer tubing overly and in/on the helix/lobe mechanism along with tissue on the helix. Environmental stress cracking (esc) was observed on the outer tubing overlay and outer tubing esc breach/breach (non-electrical). The defibrillation conductor was distorted and apparent explant damage was noted.